Event description:
It was reported that the unit was leaking fluid. It was reported that this issue was discovered during testing at the account. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This record will be updated when the evaluation is completed.